Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 054-0001 call service alarms. No alarms were duplicated during testing. The pump case was removed and no internal defects were found. Unrelated to the complaint, all of the keypad buttons were intermittently responsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts. Additionally, the pump was powered on and the display screen appeared faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 054 call service alarm. It was determined that the pump would be replaced due to the insistence of the user and a loss of confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.